Event description:
A resolute integrity drug eluting stent was implanted during a revascularization of the lad following an mi. Approximately 48 months post index procedure the patient died. The cause of death was cardiopulmonary arrest.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (death). Conclusions: inherent risk of procedure ¿ (death), (B)(4).

Event description:
Patient death also due to cad, sepsis and copd. Patient death was not assessed for relatedness with the study device.